Event description:
It was reported that during a procedure to electively remove the right ventricular lead, the right atrial lead inadvertently dislodged. This lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed. The lead was returned with the helix fully extended, blood and tissue on it. Blood and tissue on the helix from dislodgement, along with the lead being stretched most likely caused the helix to not retract. All the conductors were distorted, the inner insulation was torn, and all insulators were breached cut; apparent explant damage.